Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 230-03-04 - optetrak asy, cr cemented femoral, sz 4, (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-01616, 1038671-2025-01943. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 111 months after a right total knee replacement procedure the patient developed increasing discomfort and polyethylene wear was indicated by x-ray. Subsequently, the patient underwent a revision procedure. Intraoperatively, the surgeon observed significant metal staining on all surfaces of the synovium in addition to damage of the poly component. It was noted there was no bone loss. No further patient impact was reported. No additional information is available.